Event description:
Pt had "depuy orcomed rod post spine" implanted in 2000. The rod was broken and was explanted in 2006. The rod was broken and there were loose screws at t12-l1. The lower section of the rod was removed bilaterally and screws replaced and rods connected to upper hardware.